Manufacturer narrative:
The patient experienced peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for an unrelated indication. While being treated for the unrelated indication, the patient developed peritonitis and was hospitalized for the peritonitis. The cause was not reported. Treatment for the peritonitis was not reported. It was reported the patient was discharged to home and was performing in center hemodialysis as pd therapy was not pulling enough water weight off on its own. At the time of this report the patient outcome was reported. No additional information is available.